Event description:
It was reported that the customer had normal blood glucose levels of 94 mg/dl. The customer reported that the insulin pump would beep or vibrate every hour. Troubleshooting was done. The insulin pump passed the self-test. The customer was concerned that the current settings would wake her up in the night. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.